Event description:
It was reported a spectrum pump failed to alarm for downstream occlusion within the specified time during the preventive maintenance test. This condition occurred during testing, and there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported failure to detect a downstream occlusion was not reproduced, since the device alarmed downstream occlusion. The device investigation found the downstream sensor readings with a fluid filled to be above specification, as well as a narrow pressure plate gap. These conditions are known contributors to the reported symptom. The downstream tubing guide was replaced.